Event description:
Customer reported via phone call, customer was having issues uploading the information from the insulin pump. The insulin pump would only load up to 22 percent and then it would stop. Customer was advised to check for alarms in the device alarm history, unexpected restart alarm and displayable history crc check failed on startup alarms were noted. Customer was advised the alarms might have caused the issue. The insulin pump has been alarming displayable history crc check failed on startup once a week. The customer's current blood glucose was 308 mg/dl. Customer was advised the insulin pump would need to be replaced. Customer agreed to return the device for further analysis.

Manufacturer narrative:
The insulin pump passed the self-test and unexpected restart error test. No alarms noted during testing. However, the insulin pump alarmed found in the alarm history file due to corrupted history file. The insulin pump was unable to download to the carelink pro software due to alarms in alarm history screen. The insulin pump received with minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.